Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. A review of the sterility certification for sterile lot number mg0605h012 confirms there is no deviation found in the sterilization process. The device history in this sterile lot have successfully met stryker (B)(4) acceptance criteria. There have been no other events for this lot. Additional devices listed in this report: catalog: 509-02-60f tritanium revision acetabular lot: 127mjd , catalog: 6260-9-136 v40 cocr lfit head 36mm/0 lot: 6a0mjd , catalog: 6021-0335 accolade plus tmzf hip stem #3 lot: 16893401 , catalog: 5260-5-026 osteolock bone screw 26mm lot: 5256402 , catalog: 5260-5-030 osteolock bone screw 30mm lot:: 22248303. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. If additional information is received, it will be provided in a supplemental report. Implanted.

Event description:
On an office visit of (B)(6) 2007 it was noted, "doing better ... Some rare staph grown from cultures. Continue i.v. Antibiotics."[...]" She was seen on (B)(6) 2007 where the hip was noted to be doing well and she was to continue with pain management. On (B)(6) 2008 a draining sinus tract was noted in the area of the incision. She was on levaquin, and culture and sensitivity noted (B)(6). On (B)(6) 2008 drainage was noted and she was on vancomycin, as well as in the period between (B)(6) 2008 and (B)(6) 2008. Event update per medical review: (B)(6) 2010 - operative procedure - irrigation and debridement of left hip abscess.

Manufacturer narrative:
Additional information: date of implant. An event regarding alleged "drainage due to infection" involving a trident liner was reported. The event was confirmed. Method & results: product evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: a review of the provided medical records by the consulting clinician indicated "in this patient with a history of drug and alcohol abuse and avascular necrosis of the left total hip, all of her clinical problems related to an infected total hip arthroplasty, which ultimately required two-stage revision. There is no evidence that factors of implant design, manufacturing, or materials were responsible for this clinical situation." Product history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced and the sterile lot. Conclusions: the reported event for infection was confirmed. However, the root cause could not be determined on the basis of the review of the provided medical records by the consulting clinician indicating "in this patient with a history of drug and alcohol abuse and avascular necrosis of the left total hip, all of her clinical problems related to an infected total hip arthroplasty, which ultimately required two-stage revision. There is no evidence that factors of implant design, manufacturing, or materials were responsible for this clinical situation." A trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The internal investigation of sterilization process and records confirmed the product met sal 10-6 per corresponding iso standards. If devices and/or additional information become available, this investigation will be reopened.

Event description:
"On an office visit of (B)(6) 2007 it was noted, "doing better ... Some rare staph grown from cultures. Continue i.v. Antibiotics."[...]" She was seen on (B)(6)2007 where the hip was noted to be doing well and she was to continue with pain management. On (B)(6) 2008 a draining sinus tract was noted in the area of the incision. She was on levaquin, and culture and sensitivity noted mrsa." "On (B)(6) 2008 drainage was noted and she was on vancomycin, as well as in the period between november 18, 2008 and december 18,2008. " event update per medical review: " on (B)(6) 2010 - operative procedure - irrigation and debridement of left hip abscess."